Event description:
It was reported that during an unknown procedure, the device was spitting clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Hoop spring, clip track. The analysis results for the mcl20 instrument confirmed that it was returned non-functional. The device was noted to have the hoop spring misassembled and a misassembled clip track not allowing the remaining clips to advance. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.